Event description:
The nurse reported on (B)(6) 2014 the flexi-seal fms device was removed from the patient and there was approximately 280 milliliters of water in the balloon. The complainant reported a nurse injected 25 milliliters of water nine times into the balloon instead of into the irrigation line during eighteen days the flexi-seal fms device was in place. The product was used to prevent infection from the patient's condition of a hip burn injury.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Follow up information was requested. Should additional information become available, a follow-up report will be submitted.